Manufacturer narrative:
(B)(4). Model #: 5076-58, serial/lot #: (B)(4), product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited high impedance despite repositioning attempt. The lead was removed and replaced. No patient complications have been reported as a result of this event.